Manufacturer narrative:
Eval summary: reamer shaft is returned for eval and the tip was not. The returned picture indicates that the reamer tip was successfully removed from the pt. It is not known how much the reamer was used during that time. Scuffs on in the shaft suggest that the reamer has been successfully used previously. Surgical technique and/or package insert indicates the use of guide wire to ensure proper guidance of the reaming head and to facilitate removal of reamer head if it gets dislodged from the shaft. To avoid reamer getting lodged during use, the reamer should be immediately stopped and retracted when there is too much resistance. It is also suggested that repeated cleaning of the adhering bone is required if the bone is very hard. Since the reamer is flexible, any off-axis loading could have created tensile stresses causing product to fail. The conditions indicating how the reamer was inserted and loaded in the bone canal during surgery are unk. There is insufficient info provided to determine the root cause of the part failure. The device history records were reviewed and found conforming; indicating the device was manufactured, inspected and packaged to specs.

Event description:
It is reported that the intramedullary reamer came loose during surgery. Surgery was completed with a similar reamer of a larger diameter.